Event description:
Pt implanted with a screw, locking cap and rod construct on an unk date. F/u x-rays showed a loose locking cap. The locking cap was removed and replaced on (B)(6) 2012. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the eval process. Investigation is ongoing; no conclusion could be drawn.